Event description:
A malfunction alarm was reported with the pump, identified by malfunction code malf 16, and it was confirmed by the customer that the pump was within warranty. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). To resolve the issue, the customer opted for manual daily injections as a backup therapy to ensure continued insulin delivery. Technical support arranged for a replacement pump and instructed the customer on how to put the faulty pump into storage mode. The customer was also guided to return the problematic pump using a pre-paid label within 10 days, acknowledging the instructions.